Event description:
The complaint claim is as follows: the patient was a child diagnosed with glycogen storage disease. The incident happened at the patient's home. The mother hooked up the child to a dextrose solution and set the feeding pump to a rate of 70ml/hr, scheduled to run overnight as the child slept. Two hours later, the patient's sibling found the child was having a siezure. The patient's family then realized that the pump had not run as it was supposed to have been set and did not alarm. The child was hospitalized, and was expected to be discharged, with neurological testing planned to ensure that no neurological issues may have arisen as a result of the seizure. The seizing apparently occurred as a result of the child experiencing a low drop in blood sugar levels. The child also used the telorex formula, but it is unknown if the telorex is pump-assisted or bolus-fed, or if it had any effect on the event described above. The family has used the same brand of pump for many years, and is apparently very familiar with its use.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation on 2015-04-08. The investigation consisted of the following actions: review of the pump's device history record -- no nonconformances were reported during the manufacture of the pump review of the device's event log -- the log did not support the mother's claim. It did not contain evidence that the user set up the pump to deliver 70 ml per hour. Rather, the log contains several therapies programmed for infinite dose. Performance test for all alarms -- all alarms worked properly fluid delivery test, including volumetric accuracy -- the pump performed according to specifications, and correctly alarmed dose done upon completion. Moog was unable to reproduce the complaint's claims, which remain unverified.